Event description:
It was reported the device demonstrated unexpected longevity. The patient expressed "not feeling well." The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual device was not received; however, performance data from the device was received and analyzed. Analysis of the device memory revealed a battery indication for device replacement. The date of depleted device battery status was (B)(6) 2014. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.